Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an airsense 11 device allegedly caught fire. The device was plugged into a wall outlet, not in use at the time, and no audible or visual alarms were noted. It was reported that the fire resulted in melting of the device on the left side, tubing, power supply unit, mask (which fused to the tubing), and damage to the nightstand and surrounding area. No injuries or requirement for medical treatment was reported. It was reported that the fire department was not contacted as the fire was contained immediately.